Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: the device jammed. The instrument was unable to be reloaded after an initial firing. There was no bleeding reported in excess of 250cc nor was there unintended tissue loss. The case was extended by more than 30 minutes.